Manufacturer narrative:
Qn#(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 315 samples were taken from the current production. The cuffs from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present. All samples were still fully inflated, defect reported "cuff will not stay inflated" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and not update is required. (Continued) other remarks: customer complaint cannot be confirmed. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device becomes available, this report will be updated.

Event description:
Customer complaint alleges "ett cuff would not stay inflated once ett advanced into trachea and cuff inflated." No patient harm reported. Patient condition reported as fine.